Event description:
Ous MDR - the passeo-18 was withdrawn from the vessel, maintaining negative pressure in the catheter. The balloon broke during the attempt to remove it through the 4f introducer sheath. The number reported in the serial number box is an internal reference number.

Manufacturer narrative:
Ous MDR - a review of the production documentation for this product verified that the instrument was manufactured according to specifications, and fulfilled all the requirements of in-process and final inspection. We can, therefore, confirm that the instrument was manufactured according to specifications and passed all tests.